Event description:
A malfunction alarm, identified by code malf 12, was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, resolving the issue, and was advised to continue using the pump while monitoring for any recurring malfunction codes.